Event description:
.

Manufacturer narrative:
No sample was returned for evaluation. The device history record was reviewed for the reported lot number and did not show any rejects for qa random visual inspection where product was inspected to ensure that all components were present and undamaged. Incoming quality assurance records were reviewed for the supplier lot number and did not show any rejects for random visual inspection where it was inspected to ensure that all components were free of visible damage or bending of the device. The internal rejects records review for the reported product did not show any rejects for visual inspection for damaged components for the last two years. The instructions for use state: "the cutting loop is intended for resection of soft tissue including procedures for the treatment of benign prostatic hypertrophy (bph). Potential complications include distal tip separation. The precautions section states to refer to the applicable operating and maintenance manuals for the resectoscope and electrosurgical generator being used. The cutting loop device should only be used by a physician who is familiar with use of electrosurgical instruments, devices and power generators. Consult the medical literature regarding the techniques, typical power settings, complications and hazards prior to any endoscopic procedure. The time and energy required for treating specific tissue may differ when using the cutting loop device compared to other electrosurgical devices. Immediately discontinued use if breaks or fractures appear in the cutting loop device as they may allow undirected emission of electrical energy, rendering the device useless and potentially causing harm to surrounding tissues. Care should be taken to avoid severe impacts, side stresses or bends at sharp angles. "Do not bend or manipulate the device". (B)(4).